Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that there was blood on the distal conductor of the lead and it was obstructed. Visual analysis of the lead indicated damage at implant. The analyst noted the full lead was returned without the stylet. A fresh 14-45 gray stylet was inserted in the lead and came to an occlusion at 2.5 cm. There is blood in the distal lumen. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, it was difficult to place and remove stylets in and out of the right atrial (ra) lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.